Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, scratched case, scratched keypad overlay, cracked reservoir tube window and cracked batter tube threads.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 419 mg/dl. Customer treated with manual injection. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.